Event description:
It was reported that the cartridge was leaking from an undefined area. Customer loaded a new cartridge to address the issue. Customer's blood glucose was in the 300s mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.